Event description:
This is report 2 of 2. It was reported that a home patient (hp) reused single-use supplies during dwell cycle four of four of peritoneal dialysis (pd) therapy. The hp reconnected a supply bag after the bag became disconnected from the set up. The technical service representative (tsr) advised the hp to start over with all new supplies or perform continuous ambulatory peritoneal dialysis (capd) to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Per the patient at home guide, users are warned not to reconnect disconnected solution bags during peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. This is the same patient as (B)(4).